Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed an alert 38 motor stall that stopped insulin delivery, after which the user performed a dry run and a complete supply change with new supplies and successfully resumed delivery; the user was using a prefilled cartridge, connector lot 34062, and a contact detach infusion set on the lower abdomen with a dexcom g7, and experienced hyperglycemia up to 382 mg/dl for several hours. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified with failure to infuse linked to the pump motor component; the issue resolved after the dry run and full supply change with insulin delivery resuming and glucose trending down. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.